Event description:
It was initially reported that after the third dilatation of the vessel with the viatrac, a vessel dissection was observed. The physician implanted two acculink stents successfully. Additional information was received from the qa lab that an acculink stent and a competitor's filter basket were returned for evaluation. The acculink stent was added to the reported event because the returned stent now indicates that the stent was removed after implantation due to the competitor's filter basket being caught on the stent.